Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood was a maximum of 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested.